Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to unknown product performance issue. Additional information received which indicated that this finishing guidewire could be removed due to wire got stuck in the sheath. This lead was never in service. No adverse patient effects were reported.